Event description:
A patient who was treated in the ent clinic (procedure unknown) reported symptoms of a rash upon returning home. The patient was examined by a dermatologist who stated that the etiology of the rash is unknown, on (B)(6) 2012, the patient was examined and the doctor performed a "prick test" to confirm that the patient has no allergic reaction to the current antibiotic medication being taken. On (B)(6) 2012, it was reported that the patient's symptoms disappeared. Currently, there is no plan for the patient to be tested for allergy to disopa/cidex opa. The ent physician stated that he suspects the disopa disinfectant used in the ent clinic as a possible cause. The cleaning procedure in the ent clinic includes soaking instruments in the endoscope reprocessor (manufacturer unknown) for 5 minutes, after that, rinse them well with running water. In the event additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis and health hazard evaluation. Complaint history trending for disopa solution for the product and problem did not reveal a significant trend. Batch record review of disopa solution was not possible since the lot number was unknown. The fmea (failure mode effects analysis) score for similar patient exposure is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed for similar symptoms and the hazard/risk is none/negligible. Disopa solution is manufactured in (B)(4) and sold exclusively in (B)(4). Disopa solution is similar to cidex opa solution sold in the united states. There was no product returned and the lot number was not available for retain evaluation. As identified in the risk documents, the potential cause of these patient symptoms may be due to residual chemical from inadequate rinsing. The disopa IFU states to follow the scope/device IFU for cleaning and rinsing. It was reported that the hospital rinsed well. This is all the information about rinsing provided by the customer. No further information is available.

Manufacturer narrative:
Ni